Event description:
It was reported via repair work order that the brakes are not holding due to the brakes being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.